Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 384 mg/dl; cause was unknown. In an attempt to treat bg prior to the ER, the customer delivered a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.